Event description:
It was reported that a spectrum pump constantly displayed the "upstream occlusion" message. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported constant "upstream occlusion" alarms, which were reproduced. The messages were found to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings make the device more sensitive and have been known to contribute to false "upstream occlusion" alarms. The failed upstream sensor was replaced.